Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen stemmed precoat tibial component size 5 catalog #: 00598004701 lot #: 63413428, nexgen lcck option femoral component left size g catalog #: 00599401791 lot #: 63199707, nexgen lps-flex articular surface size gh 14mm catalog #: 00596204214 lot #: 62287661, nexgen standard cemented all poly patella size 32mm catalog #: 00597206532 lot #: 63467974, nexgen offset stem extension 17mm x 100mm catalog #: 00598801017 lot #: 62719565, nexgen precoat tibial block and screws size 5 5mm catalog #: 00598800526 lot #: 63528635. G2 - report source - foreign: event occurred in australia. H6 - component code - proposed code is mechanical (g04) - stem. Visual evaluation of a picture provided confirmed that the tibial component had fractured into two (2) pieces. Radiographic review could not confirm any evidence of loosening or instability. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address femoral loosening and medial tibial tray fracture with instability approximately eight (8) years post-operatively. No additional information is available.